Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: environmental testing conditions or improper test method.

Event description:
Consumer reported complaint for high control solution test results. The customer is concerned with tests results from results obtained of 101 and 209 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2016. During the control solution test, the meter read outside of the ranges established on the test strip bottles in addition to getting several e-4's. Control solution reference (labeling): lot #: 6bc1a13, exp.: 2018/02/28, level: 01, range: 25-55, result: 101. Lot #: 6bc2a09, exp.: 2018/04/30, level: 02, range: 101 - 137, result: 209.